Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon initial testing of the unit the claim was confirmed. The power switch presented physical damage , but did illuminate and unit did generate heat. Evaluation revealed that a power switch failure may have been caused by impact which prevented the unit from generating heat consistently. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 125 days. Based on the investigation performed, the reported complaint was confirmed. The unit will be repaired and returned.

Event description:
The complaint is reported as: the unit is not heating during use on a patient. No patient injury or harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit is not heating during use on a patient. No patient injury or harm reported.